Event description:
During routine testing, the user found that the device would not display an electrocardiogram signal. There was no patient involved. The user had attempted to repair the printed circuit board assembly (590260) and had replaced serveral components. It is not known if any of them were actually defective. The complete device was not returned, only the board assembly. Tests revealed an open fuse (f1) and a partially shorted transformer (t1). The lack of the complete device, and the previous repair attempts made a more complete analysis of the problem impossible. The event is not occurring more frequently or with greater severity than is usual for the device.